Event description:
It was reported that the bd phaseal¿ injector luer lock (n35c) needle spontaneously retracted during the infusion. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, during infusion, the injector's needle was spontaneously retracted and administration was stopped. The customer said that it might be easier to drop than others. There is a possibility of anticancer drug adhesion.(drug unknown)."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ injector luer lock (n35c) needle spontaneously retracted during the infusion. The following information was provided by the initial reporter, translated from japanese: "accoring to the customer's report, during infusion, the injector's needle was spontaneously retracted and administration was stopped. The customer said that it might be easier to drop than others. There is a possibility of anticancer drug adhesion. (Drug unknown)."

Manufacturer narrative:
H6: investigation summary one injector sample received by our quality team for investigation. Upon visual evaluation, the injector is assembled with the connector, no defects or issues observed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Functional testing was performed, liquid passed from the injector, and does not retract the needle at any time. In all cases, the product functioned properly and there were no issues observed between the connection of the injector and connector. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h10.